Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. Factors that contribute to a guide break/ separation and subsequent difficulty removing the device include, but are not limited to, aggressive user technique, excessive torque or force. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a diagnostic heart cath procedure using a 6f sheath. Reportedly, after deployment, the foot of the proglide was closed successfully with the lever and an attempt was made to remove the proglide device from the anatomy; however, it became stuck and the distal guide (black portion) separated from the proximal guide (metal portion), but was still held together by the actuator wire. A vascular surgeon was called in and the vascular surgeon was able to pull the proglide device out without any intervention. No vessel or tissue damage was noted. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.